Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2016 for low hemoglobin/anemia and was treated with blood transfusions. The patient told her nurse the cause of the event was the cycler was broken and she was unable to complete treatments. The cycler alarmed which caused the patient to discontinue treatments using the cycler. The nurse, however, said the patient has manuals and knows to perform therapy with manuals when unable to complete treatment on the cycler. The pdrn noted the patient never notified him regarding the cycler issues until the hospitalization and did not know how many treatments were missed. He also said when he asked the patient to provide her treatment sheets she did not provide them. The issue of low hemoglobin/anemia was resolved; the patient is recovering well and she completing treatments now. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Medical records do not include dialysis treatment records, hospital progress notes, a history and physical and hospital lab/diagnostic results for review. Much of the medical record includes visits to the dialysis clinic and physician after the date of this event. Medical records make no mention of a malfunction or broken cycler. There is no documentation in the medical record that indicates there was any causal relationship between the liberty cycler and the patient¿s anemia or gi bleed. There is no documentation in the medical record that indicates there was any causal relationship between the peritoneal dialysis solution and the patient¿s anemia or gi bleed. Although notes from the dialysis clinic stated the patient had a duodenal ulcer with a severe gi bleed, the patient¿s discharge diagnosis was anemia in chronic kidney disease. Without the aforementioned missing hospital medical records, a conclusion cannot be made regarding a causal relationship between the patient¿s peritoneal dialysis treatment regimen or products and the patient¿s anemia.

Event description:
Medical records were provided by the patient's dialysis center. Patient was a (B)(6) female who was went to the dialysis clinic on (B)(6) 2016. Patient exhibited no shortness of breath or breathing difficulties. Labs show the patient had a hemoglobin level of 5.5. On (B)(6) 2016, the patient was admitted to the hospital with severe anemia and a hemoglobin level of 2.5g/dl. The patient received 6 units of packed red blood cells. An egd showed one duodenal ulcer. The patient¿s cardiac echocardiogram showed worsening left ventricular fraction of 30% (from 55%). Patient was discharged on (B)(6) 2016. Patient¿s hemoglobin level on (B)(6) 2016 was 14.9. Call placed to the peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient was hospitalized from (B)(6) 2016 for low hemoglobin/anemia and the patient was treated with blood transfusions. The patient told the pdrn that the cause of the event was the cycler was broken and she was unable to complete treatments. The pdrn said the patient had manual exchange materials and knew how to perform manual exchanges when the cycler was not working. The pdrn stated the patient never called him regarding the cycler issues until the hospitalization and did not know how many treatments were missed. The pdrn also said when he asked the patient to provide her treatment sheets she did not do so. The issue of low hemoglobin/anemia was resolved; the patient was recovering well and she was completing treatments now.